Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the pacer rate knob was unable to be adjusted beyond a zero setting. No complainant indicated that there was no patient involvement in the reported malfunction.